Manufacturer narrative:
Updated h9: 2032227-060322-002-c. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Additional information has been added which was not included with the initial report. The information has been provided in section h7 and h9 with this report. The pump was received with the original battery cap. No cracked/damaged battery cap noted during visual inspection. The original battery cap locks securely into place and the pump powered up properly. The pump was also received with a missing reservoir tube o-ring, a broken reservoir tube lip and a missing retainer. Unable to perform displacement test due to a missing reservoir tube o-ring, a broken reservoir tube lip and a missing retainer. The pump passed the sleep current measurement, active current measurement and self test. The pump was monitored for several hours and no unexpected battery power loss noted. Successfully downloaded history files and traces using thus. Please see below for the date range listed in the formatted history file. The formatted history file lists data from 06/21/2022 to 12/26/2022. There was no data available to verify unexpected pump errors/alarms 1 week prior to the event date 27-aug-2021 in the formatted history file. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No alarms/alerts were noted. There was no data available to verify power error 25 alarm, low battery alert, unexpected battery power loss, power loss alarm and replace battery alert/replace battery now alarm in the formatted history file on the event date of 27-aug-2021. The pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba 1, pcba 2, force sensor, motor and vibrator¿assembly noted. Unable to lock a test p-cap into the reservoir compartment due to a missing retainer, a missing reservoir tube o-ring and a broken reservoir tube lip. The following were also noted during visual inspection: a missing display window/cover, a cracked keypad overlay, a stained keypad overlay, a pillowing keypad overlay, a keypad overlay texture damage, a cracked battery tube threads, a scratched case and a serial number label fading. Retainer ring damage (a missing retainer, a missing reservoir tube o-ring and a broken reservoir tube lip) was confirmed. Cosmetic damage was confirmed at the retainer ring. Battery cap cracked/damaged was not confirmed. Customer alleged for unexpected battery power loss was not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information received by medtronic indicated that the insulin pump's retainer ring was removed from its place. Customer stated that metal part was not fixed with battery cap. The customer also stated that the insulin pump has neither been bumped nor dropped. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.